Event description:
"On (B)(6) 2011, the (B)(6) at maquet (B)(6) reported that the hcu 30 serial number (B)(4) was maintaining tank temperature at 1 deg c when not circulating water, but when connected to circulation the tank temperature rose to 30 deg c. Reference complaint (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4)."